Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st patch on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2015 ¿ patient was diagnosed with umbilical hernia and left inguinal hernia thereby underwent open repair with implant of ventralex st mesh and synthetic mesh. Per operative notes, ¿in the left groin, the hypogastric nerve was excited through the external oblique fascia superiorly. The inguinal floor did not appear to have any hernias within it. The cord lipoma was dissected off from the cord structures to the internal ring and a piece of synthetic mesh was placed and sutured into the inguinal floor with sutures. To the umbilicus, the hernia defect was reduced and small patch of hernia sac on umbilical skin was left. The fascial defect was closed and a piece of ventralex st mesh was placed over the fascial defect overlying the omentum and sutured the fascial defect with sutures.¿ (B)(6) 2020 ¿ patient was diagnosed with recurrent incisional hernia and pain thereby underwent laparoscopic converted into open repair with removal of prior mesh and implant of synthetic mesh. Per operative notes, ¿a piece of prior mesh was eventrated and coated the prior hernia and just pushed up into the hernia sac. The mesh was well incorporated and excised completely. The fascia was closed primarily with sutures. The anterior fascial defect was closed and a piece of synthetic mesh was placed over the defect and secured with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2014) is considered to be a best estimate. Updated fields: a2, a4, b3, b4, b5, b7, d3, d4 (product catalog no., corporate lot. No., UDI no., expiry date), d.6b (date of explant), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st patch on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.